Manufacturer narrative:
(B)(4). Additional information was requested and obtained: where within the gap setting scale was the orange indicator prior to firing? 1.5mm. What confirmation was received that the device was fully fired? The surgeon squeezed the firing trigger until he could not fire any further. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both donuts complete? Yes. What is the current status of the patient? He was discharged.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both donuts complete? What is the current status of the patient?

Event description:
It was reported that during a low anterior resection procedure, three to five staples malformed after firing with irregular shapes. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.